Manufacturer narrative:
It was reported that during procedure, failed to deploy. As a result of analysis of returned device, outer sheath was detached and stent was loaded. Tip was inserted inside the sheath. Kinking is observed on the outer sheath. Deployment was tried without pressure, and it deployed well. In the inner sheath, the kinking was observed on the same position. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Resistance can be felt due to pressure generated by patient's lesion during deployment. Outer sheath can be stretched and detached so it can cause deployment failure if deployment was tried by force in this situation. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the deployment well under the none pressure, it is considered that delivery system was pressured due to patient's lesion during procedure and deployment was tried in that situation. Then, kinking has occurred on the sheath caused by concentrated force, and strong resistance occurred, so outer sheath was detached in the end, resulted in deployment failure. In addition, based on the tip inserted inside sheath, it seems that the recapture has occurred during repeatedly pushing and pulling the pusher to deploy it. This device is not able to recapture. Taewoong medical's being able to recapture devices are labeled " reconstrainable " on the box and attached tag. This complaint is assumed that it was malfunction for device due to pressure of patient's lesion, there will be continued to monitor the same or similar customer complaints.

Event description:
During procedure, failed to deploy.